Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762 ; version #: 2.0.1 h3 ) no parts have been received by the manufacturer for analysis.  Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon noticed inaccuracies. The field representative stated that "the original registration was with the patient reference frame and columella touch point. Then the site added more lateral/posterior points before verifying. Verifying external landmarks was great. Verifying internally on the nasal floor with the straight suction, accuracy was off by 4.9 millimeters (mm). The rep noted that the straight suction did take a while to verify so the rep assumed it is bent. The rep wanted the surgeon to use a different instrument to verify if this was causing the inaccuracy noticed, but even the 4.3 mm quadcut was off by 2.9 mm on the septum. The surgeon was using the side of the instrument here but was pressing into the septum so they were unhappy with this accuracy number. Then the surgeon decided to restart registration. The rep changed the registration method to tr ace and restarted registration, this time while the patient was already draped. They also used the same columella touch point. Again, accuracy was excellent on external landmarks. Internally, the straight suction still showed an inaccuracy of 3.3mm on the nasal floor. All other instruments (frontal balloon, quadcut straight, rad 40, 70° curved suction) were very accurate in all locations. They replaced the straight suction with one from another tray, but still saw inaccuracies of 4.9mm and 4.6mm. The same instrument tracker was used for the 70° curved suction and straight suction so that is not a factor. The new straight suction could have been bent as well but verified much more easily than the first one. The rest of the case was good and the surgeon accepted that the straight suctions were likely the issue. However, they then saw an inaccuracy of 5mm with the frontal balloon on the nasal floor. The nasal floor (specifically anterior) seems to be a problem area as this is the only area the site saw the inaccuracy with the balloon." No patient impact.  There was a surgical delay of less than one hour.  Technical services (ts) reviewed the archive provided and noticed that the scan was not to protocol and there were registration points collected off the surface of the registration model. The surgeon attempted to bring trace points back towards the ears and the tracepoints sunk beneath the surface of the model. A manufacturer sof tware engineer also informed the rep that it's not really possible for one part of the anatomy to be inaccurate and have another part that is close by be completely accurate. If the rep was seeing this, it was likely because the anatomy changed since the image was taken, the error in registration caused a rotation that caused things to be inaccurate further posterior or inferior, or the surgeon was not touching the correct spot or the error wasn't measured and identified correctly.